Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens implant procedure, the patient could not see well. The lens was explanted and replaced with another model lens in a secondary procedure due to an unexpected refractive surprise. Additional information has been requested.